Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was 400 mg/dl. The customer treated with the insulin pump. Troubleshooting was done for high blood glucose and under delivery. The customer stated that they had performed the self test and the test was passed. The product will not be returned for analysis.